Event description:
Patient experienced his device malfunctioning, not syncing, or reporting with his insulin pump. Pae reported by hcp who has consented to follow up and can be reached at (B)(6). Hcp (B)(6). No additional information received at this time. (B)(4).